Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The inability of the monitor to power on caused no delay in treatment. The device has since been returned to olympus for evaluation, and the customer's reported problem has been confirmed; the monitor was not powering on. The cause was isolated to a printed circuit board failure. In addition, screen scratches were identified. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report an inability to power on their hd lcd monitor. The reported issue was discovered prior to a procedure, and another device was used to complete the procedure. No patient or user harm has been reported.